Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that that during the robotically assisted revision vertical banded gastroplasty to gastric bypass procedure on the 10th firing, he was removing the reload, it cracked in half and the sled was temporarily stuck in stapler. Procedure was completed by using another stapler. There were already two staplers in the room. There were 15 loads. There were no patent consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # 127c27. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received fully fired, with the pan disassembled and the reload body broken. No functional test was performed due the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 127c27, and no non-conformances were identified.